Manufacturer narrative:
Failure event observed during analysis. Final analysis found burn marks on the printed circuit board (pcb) and on its inner casing which resulted in the transmitter to be unable to function as intended.

Event description:
This report is to advise of an event observed during analysis.